Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava filter. Per the medical records, the indication for filter was immobility following mva with fractured pelvis. Injuries from the accident included fracture of right thumb, laceration of left leg, laceration of scrotum, pubic symphysis fracture and gross hematuria. A venogram demonstrated a patent ivc and the renal vein location. The trapease was deployed in the infra-renal position. There were no reports of complications. Five days later, an x-ray showed an ivc filter with the tip projected over the l3 vertebral body. The filter subsequently malfunctioned including, but not limited to tilt, perforation of the filter struts outside of the ivc and into tissue/organs, fracture of multiple struts. Approximately sixteen years post implant, a CT scan reported an infrarenal ivc filter perforating the ivc with multiple struts extending extraluminal. The ivc filter is tilted and all the struts of the ivc filter perforate the ivc up to 6mm. Per the patient profile form (ppf), the patient reports ivc perforation, perforation of filter struts into organs, filter tilting with a fractured lateral strut and one posteromedial fractured strut retained in the patient¿s body. The patient further reports right-side pain, soreness and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of multiple filter struts outside the wall of the inferior vena cava (ivc) and into surrounding tissue/organs, fracture of multiple struts. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.per the medical records, the patient was admitted post motorcycle accident (mva) while wearing a helmet. The medical history before the mva was negligible. Injuries from the accident included fracture of right thumb, laceration of left leg, laceration of scrotum, pubic symphysis fracture and gross hematuria. The hospital course included repair of the right-hand fracture and surgical repair of the pubic symphysis fracture, this was complicated by an ileus, elevated liver enzymes and gastrointestinal (gi) bleed. The filter was indicated for immobility secondary to pelvic trauma. A venogram demonstrated a patent ivc and the renal vein location. The trapease was deployed in the infra-renal position. There were no reports of complications. Per the implant records, the patient underwent an inferior venacavagram and ivc filter placement and was reported to have a clinical history of diastasis of the symphysis pubis and trauma. Access was obtained via the right femoral vein on initial stick, and through the trapease catheter, a hand injection of non-ionic contrast was utilized to outline the inferior vena cava anatomy which was unremarkable. The trapease inferior vena cava filter was placed in good position. The patient tolerated the procedure well. Five days later, an x-ray showed an ivc filter with the tip projected over the l3 vertebral body.per the implant records, the patient underwent an inferior venacavagram and ivc filter placement and was reported to have a clinical history of diastasis of the symphysis pubis and trauma. Access was obtained via the right femoral vein on initial stick, and through the trapease catheter, a hand injection of non-ionic contrast was utilized to outline the inferior vena cava anatomy which was unremarkable. The trapease inferior vena cava filter was placed in good position. The patient tolerated the procedure well. Approximately sixteen years after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The findings reported by the CT scan included an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall; it is also tilted laterally at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. One anterior strut perforates the ivc wall 5mm and contacts the bowel. Aditionally, a lateral fractured strut and one posteromedial fractured strut were also reported. The report noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach.according to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seventeen after the filter implantation. The patient reports ivc perforation, perforation of filter struts into organs, filter tilting with a fractured lateral strut and one posteromedial fractured strut retained in the patient¿s body. The patient further experienced right-side pain, soreness and anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, perforation of multiple filter struts outside the wall of the ivc and into surrounding tissue/organs, fracture of multiple struts. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of multiple filter struts outside the wall of the ivc and into surrounding tissue/organs, fracture of multiple struts. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.